Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and observed there was no image is present. There was a crack on the light guide cover glass and a deep scratch on the contact pins. The device was serviced and returned to the user facility.

Event description:
The user facility reported that there was no image, no picture at all with the device. There was no patient involvement. No additional information was provided.